Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin. Net transmission. Upon review of the transmission, stored episodes of false cardiac pauses were found on the implantable cardiac monitor due to undersensing. The undersensing was caused by loss of contact of the device inside the implant pocket which was observed a day after implant. It was recommended that the physician continue to monitor the device for any additional episodes. No patient symptoms were reported.